Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parent reported on (B)(6) 2025 that the recipient suddenly could not hear sounds with the right-sided device. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The parent reported on (B)(6) 2025 that the recipient suddenly could not hear sounds with the right-side device. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The parent reported on (B)(6) 2025 that the recipient suddenly could not hear sounds with the right-sided device. The recipient has been re-implanted.